Manufacturer narrative:
Beckman coulter inc. Service was dispatched to the site. The field service engineer (fse) replaced the syringe drive motor and smart motor. Although repairs were made to the instrument prior to its return into service, a definitive root cause for this event has not been determined to date. The mdrs associated with this event include: 2050012-2011-02400, 2050012-2011-02401.

Event description:
The customer reported the generation of erroneous modular glucose results on a unicel dxc 800 synchron system for two patient samples. Samples were retested on the same instrument and repeat results did not match the initial results. This report represents the erroneous results generated for patient one on (B)(6)2011. Subsequent duplicate repeats of the sample on another instrument generated results that were regarded as valid and were reported out of the laboratory. The suspect results were not released out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The customer did not reference any issues with system quality control or calibration results during the timeframe of this event. The customer indicated that they were experiencing an occasional vibration/high pitched noise on three of the laboratory instruments, including the instrument associated with this report, serial number (B)(4). No additional information was provided regarding the other two instruments.